Manufacturer narrative:
A tabletop illuminator and lamp were received for evaluation. A visual assessment of the returned samples showed no obvious nonconformities that could have caused the reported event. The returned samples were installed into a calibrated system. After functional evaluation, the samples were found to meet specifications. The returned product met specification. As such, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that the illuminator lamp went out during a surgical procedure. The auxiliary lamp was used to complete the procedure. There was no harm to the patient.

Manufacturer narrative:
The system was examined and the reported event was replicated. The table top illuminator was replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on march 29, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming table top illuminator. However, how or when the product became nonconforming could not be determined. The manufacturer internal reference number is: (B)(4).